Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter is confirmed, but the exact cause unknown. One video sample of a powerpicc catheter was returned for evaluation. The catheter was being infused with a clear solution. The solution was observed to be leaking out of the catheter through what appears to be a break. Based on the description of the reported even and samples provided, possible contributing factors include sharp instrument damage, over-pressurization and damage from cut stylet. Evaluation of the video sample returned allowed for the confirmation of a leak but does not provide enough evidence to determine root cause; therefore, the complaint is confirmed, cause unknown. A lot history review (lhr) of rebn0171 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient had a power PICC catheter inserted and on (B)(6) 2017 started to show local signs of inflammation in the path of the catheter in the arm where it was inserted. The suspected is for thrombosis or infection. Today ((B)(6) 2017) they decided to remove it and observed a leak of the liquid in the middle part of the catheter.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebn0171 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient had a power PICC catheter inserted and on (B)(6) 2017 started to show local signs of inflammation in the path of the catheter in the arm where it was inserted. The suspected is for thrombosis or infection. Today ((B)(6) 2017) they decided to remove it and observed a leak of the liquid in the middle part of the catheter.